Manufacturer narrative:
This report filed (B)(6) 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, november 9, 2015.